Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of automatic mode switch due to far-field r wave oversensing were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.